Manufacturer narrative:
DHR review not possible because lot number is not known. Sample evaluation not possible because device not returned to hollister for testing. Trend analysis conducted and this is appears to be an isolated event. Patient's age and weight are not known so estimations used. Cause of blisters not determined. Reason for antibiotic use not provided.

Event description:
The end user reported that he felt stinging when inserting the vapro intermittent urinary catheters. He stated they were giving him blisters. He said that his doctor said that he had blisters in his urethra possibly from the catheters. He is on antibiotics but he did not state why he was on antibiotics.